Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign matter in the nozzle could not be determined, however, it is likely that the foreign material which adhered inside the air/water nozzle was insufficiently removed since reprocessing failed to be performed in accordance with IFU, which would result in clogging of the foreign material. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to clogging of the nozzle, water removal ability and air supply volume did not meet the standard value. In addition to foreign objects being found in the nozzle, the evaluation findings are as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of standard value; the bending section cover had a scratch and was chipped, the adhesive on the bending section cover had a white clouded area, paint on the air/water cylinder was peeled, paint on the suction cylinder was peeled, switch button four (4) had wear, the up/down knob had discoloration, protector of the universal cord on the control section side had a scratch, and the connecting tube had a scratch and was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was poor water supply while using the evis lucera elite gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there were foreign objects found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.